Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, after placing the right ventricular (rv) lead in a second location, the physician began to place the atrial lead. It was soon noted under fluoroscopy that the rv lead had dislodged. The rv lead was removed from the body in anticipation of placing it a third time, and it appeared that the helix would not extend or retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.